Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had impedance of 1000 to 1500 ohms last 2 days and more than 3000 ohms. The physician was dr.(B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).